Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the lancing device was missing from her onetouch ultrasmart system kit. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011. The patient reportedly manages her diabetes with oral medication (unknown type and dose) and it is not known whether she took any action or made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed on (B)(6) 2011 at an unknown time, she developed symptom of a "dry mouth" and reportedly consumed less food/drink on (B)(6) 2011 as a result of not being able to check her blood glucose. Despite her symptoms she denied receiving any form of treatment. At the time of troubleshooting, the cca noted that the subject items were missing from the system kit and the closure seal was intact prior to opening. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.